Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call experiencing air bubbles for 6 months. The customer is using insulin at room temperature and filling reservoirs correctly. Customer has had the issues with reservoirs from different lot. Customer was advised to wear the insulin pump vertically with dome label on the upper side to avoid air bubbles going to the infusion ser. Customer would be changing the insulin pump in two months and will call back. Blood glucose value is unknown.